Manufacturer narrative:
H6. Investigation summary: customer returned several images of the packaging for the 0.3ml, 30 gauge, 8mm syringes from lot 1340348. However, the images provided do not feature any evidence of foreign matter on the needles. No conclusions can be drawn from the images provided. A review of the device history record was completed for batch# 1340348. All inspections and challenges were performed per the applicable operations qc specifications. Since no samples and/or photo(s) of the samples were received for investigation, embecta was not able to replicate or confirm the customer¿s indicated failure. The root cause cannot be determined at this time. The issue cannot be confirmed as no samples or images were returned for evaluation.

Event description:
It was reported while using bd micro-fine¿ plus insulin syringe there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: totally 19 syringes which the customer took out of the package for injection and released the air out, had a drop of unknown origin at the tip of the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ plus insulin syringe there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: totally 19 syringes which the customer took out of the package for injection and released the air out, had a drop of unknown origin at the tip of the needle.